Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a harder time managing blood glucose (bg) levels (values unknown). No further information provided regarding issue and customer declined to provide further information.